Manufacturer narrative:
(B)(4). Date sent: 12/02/2025. Corrected data: h4. A manufacturing record evaluation was performed for the finished device batch number 384d51, and no non-conformances were identified.

Event description:
It was reported that during a lower anterior bowel resection, the stapler got locked multiple times during the procedure. The surgery was delayed 10 minutes due to the reported event. It was replace with powered stapler and the procedure successfully completed. There was no patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2025 d4: batch# 384d51 investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with no reload present. In addition, the knife was noted to be partially advanced into the anvil, this condition cause that the device could not closed. No conclusion could be reached as to how the knife was partially advanced. The knife was returned to home position and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Additionally, three photos were provided and they showed a device with no reload loaded and in open position. The event described could not be confirmed as the device performed without any difficulties noted during the analysis. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number 384d51, and no non-conformances were identified.